Manufacturer narrative:
Examination of the returned products finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the reporting patient x-rays and no other information is available regarding this revision. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pseudotumor and dislocation. There was loss of abductors, a fair amount of trunnion wear, and there appeared to be slight impingement on the posterior of the liner, although it is not known if the stem or cup were malpositioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.